Manufacturer narrative:
H6 - health effect clinical code 4581: pigment dispersion, unreactive(fixed) pupil, anterior chamber flare h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11.5/1.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. Pigment dispersion, unreactive (fixed) pupil, and anterior chamber flare was observed. Eye drops prescribed. Problem not resolved. Lens remains implanted. Additional information has been requested but none has been forthcoming.